Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-26351. It was reported that the patient presented for a generator replacement procedure. Upon interrogation, it was noted that the right atrial lead exhibited low pacing impedance and the right ventricular lead exhibited high capture threshold. A fluoroscopy was performed and indicated both leads had degraded insulation and damage around the clavicle. The leads were capped and replaced on (B)(6) 2021. The patient was recovering post procedure.